Manufacturer narrative:
Article citation/source: memis, z., kuru, I., gök, s., ongun, n., topçu, a., karagöz, b., boncuk ulas, s., & demir, u. (2025). Comparison of cta and dsa collateral scores in predicting clinical outcome in anterior circulation stroke patients receiving endovascular treatment: a retrospective observational study. Medicine, 104(36), e44422. Https://doi.org/10.1097/md.0000000000044422. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of acceptance of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Memis, z., kuru, I., gök, s., ongun, n., topçu, a., karagöz, b., boncuk ulas, s., & demir, u. (2025). Comparison of cta and dsa collateral scores in predicting clinical outcome in anterior circulation stroke patients receiving endovascular treatment: a retrospective observational study. Medicine, 104(36), e44422. Https://doi.org/10.1097/md.0000000000044422. Literature was reviewed regarding the consistency of computed tomographic angiography and digital subtraction angiography collateral scoring and their association with 90-day clinical outcomes in patients with acute anterior circulation stroke undergoing mechanical thrombectomy. Multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: solitaire x stent retriever and rebar microcatheter. The article defined death as mrs 6 within the poor outcome category; however, the number of deaths was not separately reported, no causes of death were provided, and there was no statement establishing a causal or contributory relationship between any medtronic product and death. Among all patients, reported adverse events and complications included symptomatic intracranial hemorrhage (25/89) and distal embolism (39/89). No further information was provided pertaining to medtronic products.